Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's are was swollen, reddish-purple and tight. It was observed that there was a deep vein thrombosis from the lead and the thrombus was partially occluding the subclavian vein. A monophasic flow was noted in the left distal subclavian vein. The lead remains in use. No further patient complications have been reported as a result of this event.